Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One quick-serter was inspected for locking and proper operation. An insertion test was performed using a new lab quick-set onto rubber skin. The quick-serter failed and the barrel walls were found with excessive glue from the quick-set tape.

Event description:
The customer called in to report that he was having issues with his insertion device not releasing the introducer needle for his infusion set. The customer's blood glucose level was 429 mg/dl. No further information was reported. The customer said that because of the faulty insertion device his infusion sets aren't being inserted properly and he believes his high blood glucose level is attributed to this event. No further information was reported.